Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. The testing result cleared the german guideline. (B)(4) inspected the device and confirmed the following; the adhesive on the bending section rubber was peeling off and there was a leakage. A part of the adhesive of the objective lens was missing and the humidity entered. The distal end cap was damaged. The insertion tube was deformed and the indicator mark was discolored. The endoscopic image was blurry. The adhesive on the bending section rubber was porous and broken. The reported event appeared to be caused by user¿s insufficient reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of repeated microbiological testing by the user facility, the sample collected from the insertion tube of the device tested positive for bacillus species. Microbiological test results were positive for bacillus species, even after repeated reprocessing by the user facility. The device had been reprocessed with manual and automated endoscope reprocessor. The device was not used on the patient and there was no report of infection associated with this report.